Event description:
A caller reported that there was a malfunction on the pump, though no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the caller received assistance with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue happened again.